Event description:
International affiliate reports the confidence kit's cement hardened too fast (after filling two screws) although it came out of/was stored in the refrigerator. Another kit was available ot complete the procedure and there were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
A visual inspection was performed on the returned product sample. There is about 5ml of hardened cement remaining in the cement reservoir. No other abnormalities were observed. A functional evaluation was performed on the returned product sample. The hydraulic pump was connected to the cement reservoir cap and pressurized. The pump handle was turned until the safety release valve was triggered and no leaks were observed. The safety release valve of the hydraulic pump was tested to ensure the valve triggers above 150bar. The pump was connected to an ashcroft pressure gage and the safety release valve triggered at 168.6bar and no leaks were observed. Therefore, the hydraulic pump was able to build enough pressure to deliver cement and the system is working as intended. The cement reservoir was sectioned with a saw to check the consistency of the cement. The cement appears homogenous and no crumbliness or inconsistencies could be seen in the hardened cement. No abnormalities were detected from evaluation of the product sample. A review of the device history record for the single inner setscrew found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. Review of complaints found no significant trends. The reported issue of the cement hardening too fast is not confirmed. No abnormalities were detected during evaluation of the returned product sample. It is unknown how long the cement had been in use before it hardened or how long the cement had to warm up after removing from refrigerated storage. Therefore, the root cause of this issue is unknown. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.